Manufacturer narrative:
Final analysis found the main printed circuit board (pcb) of the ac power adapter was burnt. Burnt components were noted on the main pcb of the ac power adapter and the transmitter, which resulted in the reported damage.

Event description:
It was reported that the transmitter was damaged after an electrical storm hit the patient's home. The transmitter would be returned and replaced.